Manufacturer narrative:
The customer's reported complaint that the smi-02ap broke is inconclusive. The device will not be returned for evaluation and no photographic evidence has been provided. No clarification could be obtained. Therefore, the reported issue cannot be verified and a root cause cannot be established. As this is a purchased finished device, a DHR could not be conducted. Devices are received with a test data sheet from the supplier. The document is reviewed, accepted and retained in receiving inspection. The service history was reviewed, and no prior data was found. A two-year review of complaint history for this device family and failure mode, revealed there has been a total of 68 complaints, regarding 69 devices, for this device family and failure mode. (B)(4). As this is a reusable device, the potential number of uses is not considered in this occurrence rate. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU the user is also advised to, prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of their customer, the conmed representative reported an issue with the spectrum autopass suture passer, item smi-02ap, serial (B)(4) that occurred at (B)(6). It was reported only it is third instrument this season that breaks in the same way". There is no indication of surgical procedure or any patient involvement or details of what the breakage is. No date of event was noted. To date, although multiple attempts have been made to gather additional information and clarification, no information has been provided. Due to previous filings for breakage, this report is being raised on the basis of malfunction with potential for injury upon reoccurrence.